Event description:
It was reported that during a pulsed field ablation procedure a farawave pulsed field ablation catheter and faradrive steerable sheath. During the procedure, the patient experienced some unspecified respiratory issues with the larynx mask that required to switch to intubation. When the treatment was already completed, the physician noticed an air bubble inside the sheath. The bubble was not moving, so the physician did an exit block testing and then removed the sheath and catheter from the patient. The procedure was completed successfully. The devices will not be returned for laboratory analysis as they were disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.